Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8590-1, lot# n407330, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's husband "they went in and looked at it in (B)(6) and found it wasn't even hooked up". The catheter revision surgery was very painful for the patient. Per this reporter, the device system delivered fentanyl from implant to december; then dilaudid was used from (B)(6) to the present.

Event description:
The patient was having no efficacy. The catheter was not in the intrathecal space. A revision was scheduled for (B)(6) 2015. The interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
A dye study was used to determine that the catheter was out of the intrathecal space. On the date of this report, the patient was being taken to surgery for a catheter revision. When the pump was read, the reservoir volume was zero. The last refill was done on (B)(6) 2014 and the reporter believed that there was no drug in the pump. Based on calculations, using the current flow rate, the pump may have been dry for approximately 3 weeks. During the procedure, the existing catheter was cut and a new catheter was spliced onto the existing catheter. The pump was filled with preservative free normal saline and programmed to 1mg/ml at 0.2mg/day. The physician was aware that the pump tubing had medication and that it would run at the programmed rate of the saline. The catheter was primed. On (B)(6) 2015, it was reported that they were planning to refill the pump with medication in 2 weeks and the patient was "doing good so far". The device system was delivering fentanyl, clonidine, and bupivacaine.